Event description:
Doctor reported opaque bubble layer (obl) occurred in both right and left eyes when creating flap using ifs advance femtosecond laser system on (B)(6) 2014. Edge of flap hinge of right eye was torn. Doctor commented the flap hinge seems to be thin. Procedure was completed successfully. Pre op best corrected visual acuity (bcva) right eye 1.0, left eye 0.9. Post op 4 days bcva : r0.8p&#65533;@l1.0. As of (B)(6) 2014 (post op 18 days), right eye (vd) =0.6 (0.7 x s +/- 0.00 c-0.75 ax150) 3 lines decline; left eye (vs) =0.6 (1.0 x s - 0.50 c-0.75 ax100) 1 line decline.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). Surgeon reported to clinical development manager that observed striae-like symptom in his right eye. This part is different from where the flap was torn. The treating surgeon doubts this is striae. This symptom was not affecting the patient's visual acuity. The patient's subject symptom sounded like dlk (diffuse lamellar keratitis) however surgeon considered there was no dlk. The patient also experienced dry eye. The symptom only persists was striae like symptom. There is no plan for additional treatment as it is not affecting the best corrected visual acuity.